Event description:
International affiliate reports the ventricle diminished in size and a symptom of slit-like ventricles had appeared in april. The surgeon unsuccessfully tried to change the pressure but this caused subdural hematomas and subdural hygroma. Ligatures of tube were performed on their chest and also subdural drainage was performed in may. The valve was explanted. The exact date is not available.